Event description:
The pacemaker would not interrogate, a mesage was dislayed that kept repeating every time ok was pressed. A magnet was applied and no magnet repsponse was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Event description:
The pacemaker would not interrogate, a message was displayed that kept repeating every time ok was pressed. A magnet was applied and no magnet response was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Manufacturer narrative:
(B)(4), 2010the analysis on this device is pending.(B)(4), 2011(B)(4)

Manufacturer narrative:
(B)(4). The analysis on this device is pending.